Manufacturer narrative:
No blood was observed on the device. No issues were found with the formed needle or bottom housing that would result in bleeding. The exposed portion of the soft cannula was observed to be kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The download data did not show any timeouts or drive stalls during the run that would indicate the device struggled to deliver insulin. No other damages or defects were observed that would result in the device failing to deliver insulin.

Event description:
It was reported the patients blood glucose level rose to 400 mg/dl while wearing the pod. As treatment, a new pod was applied.